Event description:
(B)(4).

Manufacturer narrative:
No patient injury. The customer stated that they will be providing us the error logs. The sdram memory for the cns was replaced and the repaired unit will be returned to the customer.